Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and insulin pump error alarm. The customer reported they successfully cleared the alarm but the button was not responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, no button error alarm noted. However, all keypad buttons did not respond to keypad presses due to corroded keypad traces. Unable to perform displacement and self tests or verify pump error 23 due to the keypad anomaly.